Event description:
The customer's daughter reported that the customer received an error 7 message on their precision xtra meter and could not get a blood glucose reading. The customer experienced vomiting and dizziness and was seen by a doctor. The customer was diagnosed with hyperglycemia and treated with an insulin shot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. During the course of troubleshooting with adc customer service, it was discovered that the customer was using expired test strips.